Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This occurred one day post implant. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The therapy was programmed off, and the patient remained in the hospital to wait for the noise to subside. A review of downloaded data was performed by technical services confirmed the noise was subsiding. The plan is to discharge the patient with the sensing vector set to the secondary vector. The patient will be monitored via latitude. There were no additional adverse patient effects. The system remains implanted.